Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your left inner rod appears to be separated from outer coil') and device dislocation ('it appears your coils are in a grade 3 position neither coils appear to be trailing into uterus') in a female patient who had essure inserted. The patient's concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your left inner rod appears to be separated from outer coil') and device dislocation ('it appears your coils are in a grade 3 position neither coils appear to be trailing into uterus') in a female patient who had essure inserted. The patient's concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report